Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on 08/12/2024: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal/throat irritation and soreness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This investigation was performed. Using a known good power supply and power cord, manufacture powered on device and initiated therapy verifying airflow. During review of the error logs, there were 0 errors logged. During the investigation, manufacture observed an unknown dust like contamination on the control dial of the front panel, top enclosure, inlet of the blower box, bottom enclosure, blower motor, blower motor seal, blower box, and on the sd card and filter access flip door. Manufacture observed a cut/slice through the warning label on the bottom enclosure. Evidence of liquid ingress was observed on the blower motor and the blower box. A keratin-like substance was observed on the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Manufacture confirmed no presence of degraded sound abatement foam manufacture was not able to confirm the complaint, or address the symptoms specified. Risk tags associated with this mode of failure box d, box g & box h has been updated in this report.